Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a "service required" error code occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator service required error code occurred. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was not confirmed. The unit was cleaned and repaired. The device passed all the tests. Additionally, device was contaminated with dust, which was not related to the malfunction.